Event description:
Occasionally confused, pt, 3 days status-post brain surgery (burr holes) was found on the floor beside their bed. Pt had a flexicare low air loss mattress in place. Pupillary changes and loss of consciousness followed. An MRI revealed a "large shift of the midline structure". Pt was not deemed suitable for a second brain surgery. Pt caused to breathe within a week.